Event description:
Customer reported that the display glass of the insulin pump was cracked and that the crack was getting bigger. She did not know the blood glucose reading but stated that it had been low in the mornings. She declined troubleshooting for low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked display window, a cracked display window corner and a cracked reservoir tube lip.